Event description:
During a code blue, a syringe of lidocaine 100 mg was drawn up and attempted to be delivered through device. The device was not adaptable for the emergency syringe resulting in a delay of treatment. A male adapter can be put on the extension set if it is necessary to inject with a needle system.